Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient stated that since ¿sensing capability¿ was turned on on (B)(6)-2013 he got a shocking sensation ¿whenever¿ and was not getting pain relief. The patient was assisted in turning the ¿sensing function¿ off and then stimulation back on. The patient moved as before when he got the shocking sensation but it appeared that he was not getting them after ¿sensing function¿ was turned off. The patient stated that he was ¿pretty much getting the stimulation he wanted for pain relief now.¿ the patient planned on following up with his healthcare provider (hcp) and manufacturer representative to have the ¿sensing function¿ readjusted.